Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 (air in tubing) alarm, which occurred on the homechoice (hc) during use, during initial drain. The caregiver (cg) stated that initial drain was started before the home patient (hp) connected and then the alarm occurred. The cg connected the hp during the alarm and tried to clear it and started initial drain. The cg would start over with new supplies. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Per baxter homechoice at-home user guide, users are instructed to connect the patient line to their transfer set prior to starting the initial drain when performing peritoneal dialysis therapy.